Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. The device was returned to mmdg, but at the time of this report, the investigation was not completed. This report will be updated when the investigation information is available.

Event description:
The initial reporter stated that the pump would "power off" during the patients night time feeding. They stated that the pump did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device investigation was completed, the pump battery had failed, which resulted in the pump turning off, however, the pump did also alarm low battery as expected. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump would "power off" during the patients night time feeding. They stated that the pump did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. [Complaint- (B)(4)].